Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally foreign objects in nozzle was found to be reportable during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that image disappeared while changing the angle and cause could not be established for foreign objects in nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - full address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an endoscopic image that no longer displayed multiple times. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.